Manufacturer narrative:
Investigation summary: bd initiated an investigation regarding customer concern for the aberrant results in (B)(4), which required review of the customer complaint history, review of the bhr records, review of the customer provided run file, and retain testing of the available reagents associated with the failures. The customer observed positive results for all the samples for p1 in run and then in a follow-up run, the samples were positive for 16, p1, and 51. Based on this information, bd reviewed the bhr records and performed retain testing of the available reagent lots used by the customer such as the controls, extraction tray, trough, etc.; the bhr records did not indicate any discrepancies and the retain testing results for the reagents performed as expected. Bd acknowledges that aberrant sample results are concerning and warrant repeat testing to ensure the integrity of the results. Bd is not always able to reproduce aberrant results observed by the customer due to different environmental/instrument/workflow conditions between the testing laboratories and bd. Although a product issue could not be identified, bd will continue to monitor and investigate additional factors that may contribute to aberrant results, with the goal of enhancing overall customer experience. Bd sincerely apologizes for any disruption. If you have further questions or concerns, please contact bd technical services for assistance.

Event description:
It was reported that during use of the bd onclarity hpv assay reagent pack for bd cor, an unspecified number of false positive patient results were obtained. There was one run where all samples were positive for p1. On another run, samples were positive for p1 and hpv 51, and most were positive for hpv 16. Samples were repeated and were negative. There was no report of patient impact.

Event description:
It was reported that during use of the bd on clarity hpv assay reagent pack for bd cor, an unspecified number of false positive patient results were obtained. There was one run where all samples were positive for p1. On another run, samples were positive for p1 and hpv 51, and most were positive for hpv 16. Samples were repeated and were negative. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.